Event description:
It was reported during deployment of a simon nitinol filter, the feet of the filter became hung up in the sheath, so the filter did not deploy. The doctor had to cut the catheter in half and pull the whole delivery system out. The doctor went in femoral and successfully deployed another filter. There was no pt injury reported.

Manufacturer narrative:
The device history record were reviewed with special attention to the raw material, the subassemblies, the manufacturing process and the quality control testing.this lot met all release criteria. The sample was not returned for evaluation as it was discarded by the user facility. It is unk if pt or procedural factors contributed to this event. Based on the information received, the results of this investigation are inconclusive and the root cause is unk.